Event description:
During evaluation of a returned regional analgesia infusor with patient control module, leakage was identified from the multirate patient control module. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot 11n055 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 12/19/2011 to 12/20/2011. Evaluation summary: initial evaluation functional testing, leakage was identified from the multirate patient control module. A review of all batch record documents was performed with an issue noted during the manufacturing process. During final product testing of the lot, one unit was identified with leakage from within the patient control module (pcm). The lot was reworked and retested. It then met all of the acceptance criteria for release. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This report is for the same device as (B)(4).

Manufacturer narrative:
(B)(4). The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.